Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced generator batteries. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600 system displayed a precharge failure error. There was no report of pt injury.